Manufacturer narrative:
Initial and final MDR 1909042 - MDR 3003442380-2024-13884 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on 09-may-2024. Customer doing physical activity/sweating, swimming, or bathing at the time the set fell off. Dressing tape was applied over the infusion set. Infusion set has been used for 1-day early, came off (48 hours in use), the other one came off 2 days early (24 hours in use). IV prep & skin tac adhesive aides used at the area of insertion. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 120 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.